Manufacturer narrative:
The clinic does not use the microlet lancet and it is not known who the user was. The cause for this event is related to the actions of a healthcare professional, patient or other device user. The manufacture date could not be determined and lancets are not 510(k) cleared.

Event description:
A healthcare professional from netherlands reported that the cleaner who was emptying a bin in the doctor's office sustained a needlestick injury from a discarded microlet lancet which did not have its protective cap in place. Although it is unknown if the lancet was used, as a precaution the cleaner is being followed up by the public health service as per their protocol.